Manufacturer narrative:
Eval summary: the explanted ipg was returned to the MFR for analysis. Visual analysis noted minor scratches on the silicone antenna cover and a headless port-plug inserted into the top port of the ipg. Functional testing of the ipg found a no telemetry condition consistent with the pt's noncompliance with the ipg recharge requirements. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs sys, including an ipg, on (B)(6) 2007. It was reported the ipg was explanted and replaced due to battery depletion. Further, the pt advised he had lost stimulation and had not charged in a few months. No pt complications were reported as a result of this event.